Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer called because he felt that the insulin pump was over delivering. The customer stated that he had just filled the reservoir recently, and already, half of the insulin is gone. The customer stated that he has not bolused very much. Troubleshooting was not possible as the insulin pump would not exit the rewind screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.